Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. They inserted a new battery and the display returned. They then received a failed battery test alarm. The customer's blood glucose level at the time of the incident was around 500 mg/dl. They treated the high blood glucose with a bolus from the insulin pump. Troubleshooting was performed and the failed battery test alarm did not recur. The device will not be returned for analysis.